Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a multiple hardware. The fse replaced the sample syringe, reagent syringe, sample probe and peristaltic tubing, cleaned the deionized water tank and changed the diluted detergent which resolved the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.